Event description:
It was reported that the patient with cardiomyopathy presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited peripheral nerve stimulation. The lv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.